Event description:
It was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx pro delivery system was implanted on (B)(6) 2025. The patient went in for a routine follow up on (B)(6) 2025. Computed tomography (CT) imaging was used and a 2.3mm leak was noted. The patient was put on medication. No further complications were reported.